Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system will not boot up. Upon further inspection, fse reviewed the log file onsite and found the system booted but it took longer than usual, and the issue was caused due to the customer not rebooting the system regularly. Fse instructed to reboot the system daily. After that the issue did not occur and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system failed to bootup. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.